Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. However, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2018-00260, 2030404-2018-00054, 3008452825-2018-00261. During a pulmonary vein isolation procedure, a cardiac perforation occurred in the left atrium. During the procedure, geometry of the left atrium was created and the left pulmonary veins were successfully isolated. While isolating the right pulmonary veins, the introducer sheath shifted to the right atrium, together with the ablation catheter. While repositioning the introducer sheath, the patient¿s vitals went down. An echocardiogram was performed which revealed a tamponade. A drain was successfully placed, but vitals remained low. Cardiopulmonary resuscitation was performed although the patient still had rhythm. The patient was transferred to surgery for repair and is in stable condition. There were no performance issues with any abbott devices.